Event description:
As reported, approximately 5 years post initial left reverse total shoulder arthroplasty (tsa), a revision was performed due to polyethylene liner dissociation. The surgeon removed a 42 glenosphere, humeral tray, liner and screws and replaced with a 42+4 glenosphere, +0 humeral tray, glenosphere locking screw, reverse shoulder torque screw kit and new 42+0 liner. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.